Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported patient had lasik on (B)(6) 2020. During the one day post op it was noted the od had striae; had relift on (B)(6) 2020. As of post op on (B)(6) 2020 od was 20/40 uncorrected, and still healing; patient will follow-up in 1-2 weeks.